Event description:
After injection of liquid embolic for embolization of ruptured cerebral avm, distal portion of microcatheter fractured while attempting to remove it. Approx distal 10 cm of microcatheter retained in distal right internal carotic artery and right middle cerebral artery.